Event description:
The nail broke and was removed. Another nail was implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation summary: hardness test suggest the nail meets material specs. No material fault could be detected. The correct strength of material and the features of the fracture suggest the nail broke due to material fatigue.